Manufacturer narrative:
The ferritin reagent lot number was 90043101 with an expiration date of 31-dec-2026. The ft4 reagent lot number was 93635301 with an expiration date of 31-mar-2027. The field service engineer (fse) replaced several parts, including measuring cells and sippers. During troubleshooting, a drift in the photomultiplier (pmt) was found and corrected. Additionally, the instrument was decontaminated. Following the service actions, the instrument check confirmed is e801 operating within specifications. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys ft4 IV and elecsys ferritin assay results for two patient samples tested on the cobas e 801 analytical unit. Sample 1: the initial ft4 result was >100 pmol/l (accompanied by a data flag). The repeat ft4 result was 15.2 pmol/l. Sample 2: the initial ferritin result was 2.6 ng/ml. The repeat ferritin result was 25 ng/ml. The test was repeated due to abnormal low signal alarms on some samples. The repeat results were deemed correct.